Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced three bent needle issues eventually leading to hyperglycemia event on (B)(6) 2025. The patient's blood glucose level was up to 450 mg/dl. The blockage is due bent needle. The patient experienced hematoma due to last set. No further information available.